Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded software. The system operates as intended.

Event description:
The customer reported data and images were lost. No pt injury was reported.